Event description:
On (B)(6) 2013 the lay user/patient in the (B)(4) contacted lifescan (lfs) to report the one touch verio pro meter was giving inaccurately erratic readings. The patient obtained the blood glucose readings of 5.0 mmol/l and 24.0 mmol/l on the reported meter within 20 minutes of each other. Troubleshooting revealed the test strips were in good condition and within opened expiration dating; no information was provided about the patient's testing technique. The patient reported no symptoms or medical attention. The meter was replaced. The patient did not suffer any injury due to the reported product. The patient experienced no symptoms and denied seeking medical attention. However, as the test results fell outside expected values for precision testing this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.